Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient was not symptomatic. Device replacement was discussed.

Manufacturer narrative:
Correction: the device was explanted on 12/14/2018 due to normal eri and there was no allegation of malfunction. The patient was stable before, during and post procedure.

Event description:
New information states that the device was explanted on (B)(6) 2018 due to normal eri and there was no allegation of malfunction. The patient was stable before, during and post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.